Event description:
According to the reporter, during an open abdominal surgery, when a gastric tube in esophageal case was created, the device became stiff in the middle of the firing, about fifth firing of the reload, so the firing could not be advanced. To resolve the  issue, a new device was taken out and a replacement product was used for the firing. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage between the jaws of the instrument, consistent to application over an obstruction. The instrument had been partially a pplied. Functionally, the single use loading unit was reset and loaded into the returned instrument. The single use loading unit unloaded and loaded repeatedly without difficulty. The single use loading unit and instrument were applied to test media with acceptable results. The firing knob of the instrument retracted and advanced properly without difficulty. The knife cut completely and cleanly and the remaining staple line was properly formed. It was reported that the device initially fires but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the loading unit and knife blade are applied over an obstruction or thick tissue during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the instrument should not be used on tissue such as liver or spleen where compressibility is such that closure of the instrument would be destructive. Tissue thickness should be carefully evaluated before firing any stapler. If the tissue cannot comfortably compress to the specified minimum requirement, or compresses to less than this requirement, the tissue may be too thick or too thin for the selected staple size. Do not rotate the firing knob during firing. Rotating the knob during firing may cause damage and possible instrument malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal surgery, when a gastric tube in esophageal case was created, the device became stiff in the middle of the firing, about fifth firing of the reload, so the firing could not be advanced. To resolve the  issue, a new handle and reload was taken out and a replacement product was used for the firing. There was no patient injury.